Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - the article was written by s. Alexander and a. Wallace; j bone joint surg br 2005 vol. 87-b no. Supp iii 332; 510k number - unknown; manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "arthroscopic capsulolabral reconstruction using the knotless suture anchor ¿ a two-year follow-up,¿ which followed one hundred and nine (109) patients. The article concluded that arthroscopic capsulolabral reconstruction, with an average of three anchors used per case, was an effective alternative to open surgery. This study was conducted over a period of two (2) years post-op and reports the results obtained. The journal article reports after two (2) years post-op, three patients have had single episodes of subluxation but have not required revision.